Event description:
It was reported by the customer's parent that the customer had a button error alarm occur with their insulin pump. The customer's blood glucose level was not reported. Product is being replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.